Manufacturer narrative:
No review of the device history record could be conducted as no lot number or sample was provided.

Event description:
Clinician stated (3) 3"x4" pieces of mepitel were placed onto a female patient's bowel underneath a kci wound vac (2 vertical and 1 horizontal). The patient had no fascia on the bowel, according to the clinician. The v.a.c. Had only been on for 3 hours and the patient started to eviscerate underneath the v.a.c. They removed the v.a.c. And then pulled off the pieces of mepitel. Two pieces of mepitel was sticking onto the bowel. They used saline solution to try to get the stuck piece of mepitel off the bowel. When that did not work, they had to remove 3rd one in operating room. In the operating room, they had perforated a hole in the bowel about 1 cm x 1 cm while trying to get the mepitel off the bowel. Operating room had patched the hole on bowel. The clinician was contacted to check on the patient, she stated the patient is doing much better since the incident.